Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: the keypad was peeling. All of the buttons on the keypad were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the keypad complaint, there was a crack observed near the battery compartment. There was no evidence of moisture contamination found inside the battery compartment. The text on the display screen was faded, discolored and difficult to read. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating the keypad buttons were unresponsive for about a year and two months. The keypad reportedly came off after the responsive issues occurred. It was noted that the patient glued the keypad cover back onto the pump. The patient reportedly wore the pump in a pocket. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.